Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages, adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt had non-functional ecgs. The cause for the failure was isolated to the lead 1+ and lead 2+ wire in the cable connecting the ECG "c" and ECG "d" cable was cut. The root cause for the cut cable cannot be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt or check belt messages.